Event description:
Drug/diluent: 0.5% marcaine. Fill volume: 300 ml. Flow rate: not provided. Procedure: left anterior labral repair. Cathplace: intra-articular. Patient alleges post arthroscopic glenohumeral chondrolysis associated with painbuster. Patient had left anterior labral repair on (B)(4) 2003.

Manufacturer narrative:
Method: the product was not returned for an evaluation and investigation. The lot number was not provided; therefore, the device history records could not be reviewed. Results: there are no results available since there was no evaluation performed. The information contained is from legal documents served on I-flow, llc. The complaint was opened so that a medical device report (MDR) can be filed with the u.s. Food and drug administration. No further investigation will be conducted. Conclusion: as this complaint was created from a lawsuit served on I-flow or the threat of a lawsuit, no customer contact can be made at this time due to the pending or threatened litigation.